Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right ventricle (rv) exhibited decreased r-wave amplitude and an elevated pacing threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient was discharged and was in stable condition.